Event description:
A minne support catheter was used during a patient procedure. When the physician attempted to aspirate, air was observed in the catheter. The catheter was removed and a crack was observed in the hub. The event was resolved with no patient impact.